Event description:
Rapidvac smoke evacuators are now connected to force fx esu's during procedures. They are connected by a covidien cable that allows the smoke evacuator to be engaged when the esu is turned on. This feature was setup to cut down on the amount of time the smoke evacuator needs to be on and running during cases. Since this setup has been implemented, smoke evacuators have blown many fuses that needed to be replaced repeatedly. This has become a reoccurring issue. Manufacturer response: for smoke evacuator, rapidvac (per site reporter) called covidien tech support, who said they do not handle the smoke evacuators. I was informed to contact the sales rep. Awaiting reply back.